Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: a reamer head broke off during a tibia reaming. A synthes rep was informed about this case on the (B)(4) 2013. The reamer was used, conforming to the instructions for use. Fortunately, a guide wire was used during reaming so it was possible to remove the broken reamer part out of the patients leg. The product was recalled recently as part of r2013009 (usrecall). Material was received and forwarded to syusa for manufacturing evaluation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the flexible cannulated reamer was received with a broken reamer head. The reamer head was not returned with the rest of the part. There is no other damage visible apparent. Greatbatch medical (EU) manufactured the flexible cannulated reamer, p/n 359.108, and synthes lot number 6148358 (supplier lot 6289400001) for synthes. The material requirements and hardness/heat treat specifications were not recorded on the source-controlled drawing; therefore, could not be verified. The dimensions of the flexible shaft were confirmed to be within specifications. The dimensions of the reamer head could not be confirmed since it was not returned with the rest of the part. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.